Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. On 5/2001, pt had a fasting blood glucose of 201mg/dl at 08:00 am. Because pt was feeling bad they decided not take their morning set amount of insulin and did not eat breakfast. Pt saw their doctor at 10:00 am when they had a blood glucose of 500mg/dl on unknown meter. Pt was sent to hosp where they were admitted with a blood glucose of 455mg/dl at 13:00pm. 2 days later, while at the hosp pt was diagnosed as having a lung nodule and the possibility of pancreatitis. There is no add'l info on why pt was having pancreatitis, which is known to cause hyperglycemia. No further info has been provided.